Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead exhibited rising and high impedance values. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.